Event description:
The customer reported that a pump has system error 105 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. At this time the eval is not complete. A supplemental will be submitted once the investigation is complete.